Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017, additional information was received from a healthcare professional (hcp) via a clinical study. It reported the cause of the pump inversion was not determined and lioresal was not listed as being used at the time of the event.

Manufacturer narrative:
The other relevant components include: product ID 8781 lot# serial# (B)(4) implanted: (B)(6) 2016 explanted: product type catheter product ID 8835 lot# serial# (B)(4) implanted: explanted: product type programmer, patient product ID neu_refillneedle lot# serial# unknown implanted: explanted: product type accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving dilaudid, bupivacaine, clonidine, and compounded baclofen at 4.0 mg/ml, 30.0 mg/ml, 200.0 mcg/ml, 200.0 mcg/ml concentrations and doses of 2.0018 mg/day, 15.014 mg/day, 100.09 mcg/day, 100.09 mcg/day respectively via an implantable pump. The indication for use was malignant pain. It was reported the patient had an examination on (B)(6) 2016, and the pump was inverted causing difficulty to access the side port during refill. The provider manually returned the pump to appropriate position to allow for refill on (B)(6) 2016. A leak was observed at the needle tip proximal at plastic attachment, after most of the volume was injected. The hcp was able to aspirate periodically. The catheter tubing was switched that resulted in improvements but the leaking continued. The needle of the refill kit was removed and a new needle was reinserted from a new kit. The hcp aspirated 6 ml of drug and then reinjected the remaining syringe volume. It was noted the drape was saturated. An ultrasound was performed post-procedure with no change from pre to post refill. The patient was instructed to present to the emergency department if they experience any mental status change, shortness of breath, or neurological changes. The patient was observed in the clinic for one hour without further event. At the following pump refill it was noted the pump had flipped again. The patient was scheduled for a revision but it was delayed secondary to complication with cancer. The patient went for pump refill on (B)(6) 2016 and complained of uncontrolled pain and loss of pain relief. During the pump refill, a 24.3 ml volume discrepancy was noted in which 12.7 ml were expected and 37 ml was actually in the reservoir. The discrepancy was caused by a catheter kin secondary to the known flipping pump. It was indicated the event was related to the device or therapy. The patient's system was revised the same day and the catheter was un-kinked. It was noted the pump flipping issue resolved without sequelae on (B)(6) 2016 and the catheter kink was resolved without sequelae on (B)(6) 2017. Additional information received from a healthcare provider via a clinical study reported the patient was unable to activate the personal therapy manager, ptm, since (B)(6) 2016. During a pump refill, it was noted the pump was flipped, which caused the difficulty activating the ptm. It was indicated the event was related to the device or therapy. The pump was manually returned to the appropriate position on (B)(6) 2016. The issue resolved without sequelae on (B)(6) 2016.

Manufacturer narrative:
The other relevant components include: product ID: 8781, (B)(4), implanted: (B)(6)2016, product type: catheter, product ID: 8835, (B)(4), product type: programmer, patient, product ID: 8551, serial# unknown, product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2017-oct-09, additional information was received from a healthcare professional (hcp) via a clinical study. It reported the refill kit model number was 8551. No further complications were reported/anticipated.